Manufacturer narrative:
Patient information was not provided for reporting. Implant and explant dates: device malfunctioned intraoperative. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent surgery for an open reduction internal fixation (orif) of the ankle. During the procedure, upon insertion of the screw, it was noted that a piece of screw had broken off in the patient. The screw was removed, but a small piece was unable to be retrieved and was left inside the bone. Patient outcome was reported as okay following the procedure. This report is for one (1) 4.0mm cannulated screw-short thread 68mm. This is report 1 of 1 for (B)(4).